Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed buckling/damage from the nosecone to approximately 11cm distal. The middle shaft showed various bends throughout its length. The middle shaft also showed damage at the marker band. The inner liner was also kinked approximately 4cm from the tip. The pull handle was fractured at the handle and was not returned with the complaint device. The stent was returned outside of the device, stretched and in multiple pieces. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent deployment issue and a stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was advanced to the target lesion over a .014 guide wire. The physician started to wheel out the thumbwheel of the stent when the system "cracked" and it was noted that you could hear a difference in the roller ball. Then the blue delivery handle was pulled, however, only about 40mm of the stent was outside of the delivery sheath. The physician tried to withdraw the device from the patient and the stent fractured. A 40mm of the stent was left in the patient's sfa. Upon removal of the remainder of the device, it "raveled up" and started sticking in the sheath. The delivery system was removed from the sheath and it was noted that the remainder of the stent was not in the innova delivery system. The top of the sheath valve was cut and the mangled stent was found inside of the sheath. The rest of the sheath was removed from the patient and a new sheath was placed. A new wire was placed in the sfa and a 6x150mm non-bsc stent was deployed to adhere the fractured stent to the vessel wall. The vessel was still patent and the doctor used a 5x200 non-bsc balloon catheter to post dilate the lesion. The case was considered complete. There were no other complications or issues with the patient.

Manufacturer narrative:
Describe event or problem & therapy dates and desc grid updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via the contralateral approach. The target lesion was located in the moderately calcified and non-tortuous mid-superficial femoral artery. The innova¿ stent was being placed after an athrectomy was performed.